Event description:
Reference number (B)(4). Event occurred in china. On (B)(6) 2024, it was reported that patient faced 5 infusion sets leaks at the quick release or tubing. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5. E1: patient city: (B)(6) . Patient country: china.